Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was implanted in a patient's eye, it was observed that a substance had adhered to the lens. The surgery was completed without a change as it appeared that there was no problem. There was no patient injury reported. It was indicated that the lens will not be returned as it remains implanted. No further information was provided.